Event description:
In '08 us surgical endo catch gold used in a robotic prostatectomy required more effort than normal to remove from the abdomen. The metal ring that retracts into the tube was separated at the junction where it folds to allow it to retract. About 2 days later, pt returned to or for perforated viscus. An examination of the abdominal cavity revealed a plastic foreign body. It appears to be the ring of plastic that remains on the metal ring after the plastic bag is removed. Dates of use: one time use. Diagnosis: robotic prostatectomy.